Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was no downstream occlusion. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 11/8/2024. H3 and h6. Codes: updated. Device evaluation: the customer's reported issue " no downstream occlusion " was not duplicated by functional tests, but found evidence in the event history log, multiple high alarms displayed: downstream occlusion sensor. The cause was intermittent downstream occlusion sensor. Replaced the downstream occlusion sensor to fix the reported problem and bring pump into full functionality. Device passed all functional tests after repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.